Manufacturer narrative:
Based on information provided and the results of the device evaluation, it cannot be determined if the alleged event of wound maceration was related v.a.c. Freedom¿ system. Device labeling, available in print and online, states: ensuring dressing integrity: it is recommended that a clinician or patient (in the home) visually check the dressing every two hours to ensure that the foam is firm and collapsed in the wound bed while therapy is active if not: identify air leaks by listening with a stethoscope or moving your hand around the edges of the dressing while applying light pressure. If a leak source is identified, patch with additional drape to ensure seal integrity. Caution: use as few layers of drape as possible. Multiple layers of the v.a.c.® drape may decrease the moisture vapor transmission rate, which may increase the risk of maceration, especially in small wounds, lower extremities or load-bearing areas. Maintaining a seal: for delicate periwound tissue or in areas that are difficult to dress, apply protective skin preparation and frame the wound with transparent film or hydrocolloid dressing or other appropriate barrier. Position the dressing tubing on flat surfaces and away from the perineal area, bony prominences or pressure areas. Foot wounds: for wounds on the plantar surface or heel of the foot, it is best to use a bridging technique to ensure that additional pressure is not applied as a consequence of placement of the tubing and/or sensat.r.a.c.¿/t.r.a.c.¿ pad. This involves using the foam to allow placement of the sensat.r.a.c.¿/t.r.a.c.¿ pad or tubing on the dorsum of the foot (consider use of the v.a.c.® granufoam¿ heel dressing).

Event description:
On 19-may-2017, the following information was reported to kci by the nurse: the patient's wound is allegedly macerated. The nurse stated that the patient reported the v.a.c. Freedom¿ negative pressure wound therapy system experienced a technical issue. Per review of kci records, note entered on 30-jun-2017 stated the following: on (B)(6) 2017, the physician observed the patient and noted the left foot periwound was macerated, "I will place the patient on a wound vac vacation for five to seven days." The patient alleged the wound vac had a technical issue. The physician noted periwound maceration and applied hibiclens® scrub with orders for the patient to have alternate dressing regimen that is changed every other day with the macerated areas painted with betadine "to help resolve the issue." On (B)(6) 2017, the physician observed the wound and noted the maceration had not improved, and performed an excisional debridement. "Brisk" bleeding subsequently occurred and was "controlled with pressure and silver nitrate sticks." No additional information is available. On 27-jan-2017, the device was tested per quality control procedure by kci service center, and the unit passed the quality control checks and met specifications. On (B)(6) 2017, the device was placed with the patient. On 19-may-2017, the device was tested per quality control procedure by kci service center, and unit passed the quality control checks and met specifications. Inspection and testing of the device did not reveal any evidence of an operational malfunction with the unit. A device history review of lot number 51020056 is currently pending completion.

Event description:
A device history review of lot number 51020056 determined all end release testing of product and packaging met specifications.

Manufacturer narrative:
Based on the additional information obtained from the device history review, kci's assessment remains the same; it cannot be determined if the alleged event of wound maceration was related v.a.c. Freedom¿ system.

Manufacturer narrative:
MDR-3009897021-2018-00108 sent on 07-dec-2018 date of event was noted as (B)(6) 2017. Correction: date of event: (B)(6) 2017. Based on this correction, kci's assessment remains the same; it cannot be determined if the alleged event of wound maceration was related v.a.c. Freedom¿ system.